Manufacturer narrative:
Internal reference number: (B)(4). H10: smith & nephew is submitting this report pursuant to the provisions of 21 c.f.r. Part 803. This report may be based upon information which smith & nephew has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, smith & nephew, or its employees, that the report constitutes an admission that the device, smith & nephew or its employees caused or contributed to the potential event described in this report.

Event description:
It was reported that, on (B)(6) 2017, a plaintiff underwent a right bhr procedure. Upon consult on (B)(6) 2021, due to left hip pain, it was found that the right hip implant had experienced significant wear and tear, and had increased risk of fracture. Therefore a revision surgery was performed on (B)(6) 2022. The patient was reported to have metallosis, increased necrosis of right hip and surroundings, and impaired kidney function. No other complications have been reported.

Manufacturer narrative:
H3, h6: it was reported that description of event (e.g. Right hip revision surgery was performed due to pain, implant significant wear and tear, increased risk of fracture, metallosis, increased necrosis of right hip and surroundings, impaired kidney function. As of today, the implanted devices, all of which were used in treatment have not been returned for evaluation. Without a definitive batch number, a complete review of the historical complaints data cannot be performed for the device. A review of historical complaints data was performed using the part numbers and the reported failure modes to evaluate patterns of repeated failures or defects. Similar complaints have been identified for the cup and the head, and this failure will continue to be monitored. As no device batch numbers were provided for investigation, manufacturing record review could not be performed. If more information is received, this investigation will be reopened. The review of the most recent IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. No further actions are required at this time. A review of historic escalation actions related to the products and similar complaint events was performed. Following the review, no prior applicable escalation actions were identified. As of the date of this investigation supporting clinical documentation has not been provided. Therefore, a clinical root cause for the reported metallosis cannot be confirmed. Based on the information provided, further investigation of the reported complaint cannot be carried out and remains inconclusive. A definitive root cause cannot be determined. Specific factors known to contribute to the alleged fault are excessive physical activity levels, unreasonable stress on replacement system, excessive patient weight, trauma to the joint replacement, loosening of components may increase production of wear particles and accelerate damage to the bone. Should the devices or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated.